Event description:
It was reported that a right ventricular lead had dislodged. As a result, the pacemaker, right ventricular lead and right atrial lead were explanted due to infection. Patient will get another device implanted once the wound heals. No additional patient adverse effects were reported.

Event description:
It was reported that a right ventricular lead had dislodged. As a result, the pacemaker, right ventricular lead and right atrial lead were explanted due to infection. Patient will get another device implanted once the wound heals. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was successfully interrogated and completed a memory dump. Visual inspection found no irregularities that would have been present when the customer received /utilized the device, and the header was firmly attached. The longevity calculation for this device passed or was not applicable. The infection allegation could not be confirmed by lab analysis